Event description:
Customer's daughter reported customer was receiving an errc 6 message on their precision xtra meter. Upon troubleshooting with the adc customer service, they discovered the meter's date and time were set incorrectly. The customer service was able to reset customer's meter with the correct date and time and obtained a reading of 40mg/dl. Customer reported experiencing symptoms of confusion, hypoglycemia and "not able to think rational". Paramedics were called prior to them calling adc customer service. Upon paramedics arrival, they treated customer with IV glucose and a soda. There is no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.